Event description:
Hamilton company was informed on july 1, 2004 of an event that occurred in 2004, the hamilton microlab at + 2 instrument reportedly mispipetted samples. No death or injury resulted from this event.